Event description:
It was reported that the patient received inappropriate therapy due to noise. The noise was not reproduced with isometrics testing and manipulation. The device was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported inappropriate therapy and noise were not confirmed in the laboratory. The device was tested on the bench, and no anomaly was found.